Event description:
Event description cpi received information that this endocardial lead was capped due to an insulation issue. During a routine replacement of an implantable cardiovertor defibrillator (ICD) it was noted the insulation on this lead had worn thin just proximal to the bifurcation. The physician elected to replace the lead.